Event description:
The device was connected to a person described as in cardiac arrest. The patient had been said to have been down unassisted for at least 2 hours. Reportedly, the device repeatedly prompted 'connect electrodes' and an analysis of patient ECG could not be completed. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the report due to a lack of patient viability.